Event description:
It was reported that a user experienced a severe hypoglycemic event while using the ilet system, with the cgm indicating ¿low¿ and capillary glucose values reported as 31 mg/dl followed by 19 mg/dl; the user ingested oral fast-acting carbohydrates including glucose tablets and apple juice, and later a follow-up confirmed recovery to 102 mg/dl. Symptoms included hypoglycemia with impaired glucose measurements reported by the caregiver and transient concerns regarding over-correction and meal announcements. Outcomes included transient severe hypoglycemia that resolved with oral carbohydrate without ems activation, hospitalization, or professional medical intervention at the scene. Investigation included customer support triage, review of use behaviors including recent supply changes and adherence to hcp guidance to avoid meal announcements, and referral for additional user training with field team engagement. Investigation of this case revealed no device alarms, no reported exogenous insulin dosing, and no identified device malfunction, with the event plausibly related to use behaviors and the need for education on hypoglycemia treatment and avoiding over-correction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.